Event description:
A surgeon reported having a pt with a refractive surprise following intraocular lens (iol) implant surgery. Medical records were rec'd and reviewed. The day following implant surgery, the eye had 2+ edema, corneal abrasion, and intraocular pressure (iop) was elevated at 49 mmhg. A paracentesis was performed and iop dropped to 18 mmhg. The pt was started on medication to treat elevated iop. One week following the implant, the pt reported blurry vision, seeing flashes of light on the left hand side and a "white cotton ball blob" every 15 minutes that goes away with blinking. Three weeks postoperatively, the pt's vision was still "fuzzy" and he reported a floater. Six weeks postoperatively, the pt continued to report that he could not see well. In a f/u with the surgeon, he reported that he does not have a probable cause for the event at this time.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 11/23/2010 and 12/01/2010 by phone, fax, and mail. Medical records were rec'd (B)(4) 2010, a completed questionnaire was rec'd (B)(4) 2010, and additional information was rec'd by phone (B)(4) 2010. (B)(4).